Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Synovitis [synovitis], effusion of right knee[joint effusion], death nos [death], fall [fall]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male patient (demographics not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4 in both knees). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from on october 1997 to july 2010. The patient's medical history was not provided. On (B)(6) 2000, the patient initiated treatment with first injection of first course of synvisc (hylan g-f 20) (dosage regimen not provided), into both knees. The lot number for synvisc was not provided. On (B)(6) 2000, the patient developed synovitis of right knee. On an unspecified date in (B)(6) 2000, the patient developed large effusion (3+) of right knee and underwent arthrocentesis (24 cc of clear yellow joint fluid was aspirated). The patient received treatment with xylocaine (lidocaine) and intramuscular celestone (betamethasone) for the events of synovitis of right knee and effusion of right knee. On (B)(6) 2000, the event of synovitis of right knee resolved. On (B)(6) 2000, the patient received treatment with third injection of first course of synvisc, into both knees. On (B)(6) 2000, the patient experienced fall. On an unspecified date, the patient received treatment with xylocaine and celestone for the event of fall. On (B)(6) 2002, the patient expired due to an unknown cause (death nos). The outcome for the events of fall and effusion of right knee was not provided. Concomitant medications were not provided. The intensity for the events of unknown cause of death, synovitis of right knee and effusion of right knee was severe. The intensity for the event of fall was not provided. The reporting physician assessed the relationship of synvisc with the event of synovitis as definitely related and with the events of fall and unknown cause of death as unrelated. The causal relationship between synvisc and the event of effusion of right knee was not provided. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/15/2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.